Manufacturer narrative:
(B)(4). Attempts to obtain additional event details have been made. If additional information is received, a supplemental report will be submitted.

Event description:
According to the reporter: during a sleeve gastrectomy, while firing the reload, the user felt the tissue being dragged by the device. The user stopped firing in the middle of the cartridge and opened it. There was a lot of bleeding and the staples were deployed without forming a proper "b shape". The staples fell into the patient's cavity but were removed. There was an extension in or time by 30 minutes or more.

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload was partially fired to the 2 cm cut line. The anvil clamping mechanism was deformed and the anvil itself was bowed. Microscopic evaluation noted damage to the knife blade. The reload was loaded into a pmv instrument and fired onto test media. All staples were placed but bunching of the test media was noted during firing. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user: ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.